Manufacturer narrative:
Evaluation summary: it is possible, that the cause of the nozzle falling off. Is that the nozzle has fallen off, due to deterioration of the adhesive, due to repeated use. Correction information: h6: coding changed, based on the investigation result.

Manufacturer narrative:
International medical device regulators forum (imdrf) adverse event reporting (B)(4). Type of investigation: 10 testing of actual/suspected device.

Event description:
Pentax medical was made aware on 10-dec-2020 of an event that occurred before use in the united states. The reported complaint that the air/water nozzle missing - irrigation adapter came, involving the pentax medical video colonoscope, model ec-3890li, serial number (B)(4). No patient involvement was reported. The customer owned endoscope was received by pentax medical for evaluation on 14-dec-2020. The endoscope was inspected by pentax medical service under service order 3130506 and the technician noted that the forward water jet socket was disconnected and documented the following inspection findings on 16-dec-2020: fluid invasion in pve connector, biopsy insulation ring deformed, failed wet leak test, endoscope failed electrical safety test - plct, failed dry leak test, mild moisture on pve electrical connector frame, umbilical cable bump at control body side, leak at lightguide fwj socket. The device underwent repairs including the following components: o-rings and seals, light guide cable, insulation ring assy, electrical connector assy, pcb for ccd drive pb-free, o-ring (1.8x19.8). Model ec-3890li, serial number (B)(4) has been routinely serviced at a pentax facility since the device was put into service on 08-oct-2014. The endoscope is awaiting repair and approved by final qc as of 09-jan-2021. Investigation is in-process.